Manufacturer narrative:
A follow up report will be filed upon completionof the investigaton.

Event description:
A hemodialysis user facility reported a blood leak during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialyzer. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 250ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with fmcna ogden adapter caps and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood. Coagulated blood was observed at both ends of the dialyzer between the screw flanges and the potting cut surfaces. Gross visual examination of the dialyzer observed a short fiber at the non-cavity ID end at approx 10 degrees with dialysate port situated at 0 degrees. Further examination of the non-cavity ID potting surface found a second short fiber within the location of the observed first short fiber. The reported complaint is a confirmed fiber leak due to two short fibers found at the non-cavity ID end during visual exanimation and disassembly of the dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the non-cavity ID end potting cut surface (within the location of the observed short fibers). The dialyzer failed at an airflow rate of 213.0 ml/min. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids, which no voids were noted. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.